Event description:
Customer reported that insulin would not go through the tube and that the insulin pump alarmed for no delivery. The blood glucose reading was 210 mg/dl. The issue had been resolved by a complete set change and customer was unable to troubleshoot for the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.